Event description:
Clinicians have noted that they have witnessed continuous rebooting of the dash monitors. During our investigation it was noted that the nurses have reported this problem during a patient's admission or discharge or when they are restarting the monitor. There have been several reports in the fall of 2013.